Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during preparation for a procedure, the white part was disengaged from the connection of the sheath out-of-package. Another device was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led one device by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted that the collar was damaged on the instrument; the collar was attached to the device but a plastic tab was broken. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. Replication of the observed damage may occur if excess force is used when the collar is pushed forward to cover the l-hook. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.